Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, but the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that there was chronic inferior vena cava obstruction in the setting of inferior vena cava filter. Reportedly, the filter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. One x-ray image was reviewed. The x-ray image displays an inferior vena cava filter located in the abdomen with the tip appearing to be the mid part of the 4th lumbar vertebra. Medical records were provided and reviewed. Post filter deployment, computed tomography of abdomen and pelvis was performed for sacral decubitus ulcer and suspicion for additional intra-abdominal infection. The study showed the filter with apex below the level of the renal veins. Also, innumerable venous collaterals were identified throughout the subcutaneous soft tissues of the pelvis and abdomen, suggesting chronic inferior vena cava obstruction in the setting of the filter. Around nine months later, computed tomography of abdomen and pelvis was performed for soft tissue ulcerations with concern of osteomyelitis. The study showed extensive venous collaterals throughout the abdomen and pelvis were again noted and suggested chronic inferior vena cava obstruction in the setting of the filter. Around two months and sixteen days later, computed tomography angiogram of abdomen and pelvis was performed for sepsis, left groin mass and concern for abscess. The study showed chronic occlusion of the inferior vena cava inferior to the filter. Around one month and twelve days later, computed tomography angiogram of abdomen and pelvis was performed for common femoral vein deep vein thrombosis and concern for filter erosion. The study showed intact infrarenal filter and the inferior vena cava distal to the filter was diminutive in size and unopacified, likely representing chronic occlusion and overall unchanged. Also, there was suboptimal opacification of the venous system distal to the filter, limiting evaluation. Around two days later, the patient underwent removal of the filter due to chronic bilateral lower extremity deep vein thrombosis and filter in place no longer needed. During the procedure, under the ultrasound guidance, the right internal jugular vein was accessed, and a wire was guided to the inferior vena cava and an 18f sheath was placed. Then the right common femoral vein was accessed and an 8f sheath was placed. Furthermore, a snare was placed through the right internal jugular vein sheath to the right common femoral vein and an inferior vena cavagram was performed. Then, through the right internal jugular vein, forceps were advanced to the filter and the filter was successfully removed. The filter was examined and all components of the filter including the legs were successfully removed from the patient. The filter was sent for testing per protocol. Post removal findings showed successful filter retrieval and the bilateral external iliac, common iliac, and inferior vena cava were occluded below the level of the filter. Therefore, the investigation is confirmed for the reported obstruction of flow. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, but the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that there was chronic inferior vena cava obstruction in the setting of inferior vena cava filter. Reportedly, the filter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.